Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms when the programmed configuration was lv tip to lv ring. Measurements were noted to be stable and acceptable at 430 ohms when the pacing configuration was reprogrammed to lv ring to can. The physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.